Event description:
It was reported to boston scientific corporation that an obtryx curved single system was implanted on (B)(6) 2006. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on january 12, 2022: the patient was implanted with an obtryx curved single system during a transobturator tape boston scientific curve procedure for the treatment of stress urinary incontinence. Reportedly, the procedure initially helped with incontinence; however, she reported having intermittent pelvic pain that felt like muscle spasms in her vagina and lower abdomen since the procedure. On (B)(6) 2019, the patient presented with pelvic pain, mixed urinary incontinence and atrophic vaginitis. She reported that she was previously on medications for overactive bladder without improvement. She was prescribed with yuvafem for her atrophic vaginitis. On (B)(6) 2019, the patient presented with urinary incontinence, urinary urgency, urinary frequency, nocturia, pelvic pain, levator spams, dyspareunia, vaginal pain, muscle spasms and constipation. Reportedly, she has experienced these since her sling placement surgery. Her urinary incontinence occurs with an urge and got worse after she had an incontinence surgery. Oxybutynin helps a bit with her urinary incontinence. Her pain occurs in the vaginal area bilaterally and radiates to the suprapubic area. The pain worsens with picking up something and improves with propping up legs and being supine. She has vaginal pain with insertion and deep penetration. She uses vaginal estrogen once weekly. She has chronic pain and fibromyalgia. She is mainly affected in her shoulders and feet. Of note, she has had recent falls onto her elbows and fell as she was dismounting from her pickup truck after parking for this appointment. She also fell august 13th and had an embolic stroke in 2009. Physical exam revealed vaginal atrophy, pain upon palpation of the arms of the transobturator sling, severe myofascial pain in the levator ani and moderate myofascial pain in the obturator internus, and tenderness to arms of the sling placement in areas of the obturator muscles bilaterally. No prolapse and no mesh erosion were noted. Postvoid residual was 280 ml. The assessment included: urgency/frequency and mixed incontinence for which cystoscopy and urodynamic study was recommended along with decreasing caffeine intake and increasing oxybutynin; nocturia for which decreased caffeine intake and increased dose of oxybutynin was recommended; pelvic pain, levator spasms, and dyspareunia that were noted to be likely multifactorial from global pelvic floor myofascial pain, vaginal atrophy, pain at the sling arms, and severely hypertonic pelvic floor and underlying fibromyalgia for which myofascial pelvic floor physical therapy was recommended; chronic tobacco use which the patient was advised may result in precancerous changes in the bladder and bladder epithelial irritation for which smoking cessation was encouraged; and voiding dysfunction evidenced by an elevated pvr for which urodynamics were recommended. On (B)(6) 2019, the patient had cystoscopy which showed extensive trabeculations of the bladder. Impressions of the urodynamic study included stress incontinence at on 450 ml, normal emptying and normal pvr, no detrusor overactivity (though patient took extended release oxybutynin night prior to testing), normal pelvic floor activity on emg. Urinalysis was negative. The patient was advised to continue oxybutynin at night and add a dose in the morning and consider intra-detrusor botox. The physician noted that they were "not convinced the past sling surgery is the cause for her global pelvic pain" and recommended leaving the sling in place and administering intra-detrusor botox and trigger point injections to the obturator internus muscle. On (B)(6) 2019, the patient presented with increased urinary frequency, high-tone pelvic floor dysfunction and pain. Reportedly, she was unable to have botox due to her elevated pvr. She was then advised to stop taking oxybutynin as it can cause her to have incomplete emptying. On (B)(6) 2019, the patient presented for transobturator tape removal, cystourethroscopy and vaginal trigger point injection for the treatment of urinary retention and female pelvic pain. Prior to the procedure, it was discussed that while the previous implant operative report was never received, the cystoscopy showing significant bladder trabeculations indicated a degree of voiding dysfunction. The physician cautioned that the patient may have persistent vaginal and pelvic pain and may have worsened urinary incontinence after sling removal. Approximately 5cm of the vaginal mesh was removed and 10 ml of exparel was injected into the obturator internus muscles bilaterally. On (B)(6) 2019, the patient presented for bladder evaluation. She reported that has had bladder spasm and dribbling when attempting to empty her bladder. Bladder scan revealed that she was emptying her bladder well. She was then given with flomax. On (B)(6) 2019, the patient presented with vaginal spotting. She reported that since her sling removal, her chronic pelvic pressure has improved. However, she still has pain with prolonged walking and standing. She can only stand for 30 minutes until she starts to have right sided pelvic pain. She is voiding every 2 hours during the day and 3 episodes of nocturia. Her urinary stream has improved with flomax. She has had only one episode of urge incontinence. She is taking flexeril 3x per day. She reports it is improving her right groin tightness. The patient was referred for pelvic floor physical therapy and was to start vaginal valium in 2 weeks and continue flexeril and flomax as needed. On (B)(6) 2020, the patient presented with high-tone pelvic floor dysfunction and abdominal bloating. She reported that since sling removal, she was voiding with ease, her urinary stream had improved, and she denied incomplete bladder emptying. She reported voiding every 2 hours during the day and having one episode of nocturia. The vaginal valium had mildly improved the right groin and vaginal discomfort, and the flexeril also improved the discomfort though it seemed as though her urinary stream was less strong with flexeril. The patient was advised to continue vaginal valium, discontinue flexeril, start pelvic floor physical therapy, and consider botox to the pelvic floor if needed. On (B)(6) 2020, the patient reported right pelvic pain that increased following use of a tens unit at physical therapy. She also reported post-coital pain, continued urinary urge incontinence, and nocturia. Exam revealed levator and obturator internus tenderness (right greater than left) on palpation. Urinalysis was negative. The assessment was urinary incontinence for which she was to restart oxybutynin and institute diet and behavior modification; urinary urgency; high-tone pelvic floor dysfunction for which vaginal valium was refilled and the patient was referred to another provider for further management of chronic pelvic pain; and skin candidiasis for which nystatin was refilled. On (B)(6) 2020, the patient presented with chronic pelvic pain. She reported that the pain was located in her bilateral lower quadrants and was described as spasms (knife like pain) and sharp. It can often radiate to her lower back and down legs at times. Pain is increased with activity, full bladder and the need to have a bowel movement and decreased with vaginal diazepam and rest. She also reported intravaginal pain and pain with intercourse. Exam revealed tenderness to abdominal palpation, increased tone with trigger points present at the levator ani muscles, obturator internus muscles, and deep transverse perinei muscles, and increased tone of the coccygeus muscles. Diagnoses include vaginal atrophy and myofascial pain syndrome (abdominal myofascial pain, pelvic floor tension myalgia) which was assessed as the primary cause for her pain. The patient was then recommended with estrace cream and premarin cream for vaginal atrophy and physical therapy, and vaginal diazepam for myofascial pain. The physician was unable to unable to comment on whether the sling arms could be contributing to the patient's pain as she neither placed nor removed the slings as part of her practice. On (B)(6) 2020 the patient presented with significant right sided inguinal pain that radiates to the right labia, severe back pain, and constant vaginal pain that feels like a "hot poker" in the vagina. She noted that she did not have this pain prior to placement of the transobturator sling. She had mild stress and urge incontinence following the previous excision of a portion of the sling. The patient had not followed up with physical therapy as previously recommended. The physician stated that the 2 to 3 cm of sling arms that likely still reside in the obturator internus muscle are likely not the cause for her current pelvic pain, which is most significant at the perineal body and the levator ani muscles (through which the sling did not traverse). Physical therapy and myofascial trigger point release were recommended, and she was advised to consult whether pelvic floor botox injections could help with the perineal and levator ani spasticity. On (B)(6) 2021, the patient presented with significant urge incontinence and nocturia. She voided 120 ml with a postvoid residual with catheter of 130 ml. Due to this mildly elevated post void residual volume, intradetrusor botulinum toxin injections were not recommended and the patient was advised that her pelvic pain and voiding dysfunction needed to be improved with physical therapy first. Vesicare 5 mg daily was prescribed for urge urinary incontinence symptoms. On (B)(6) 2021, the patient presented for transvaginal resection of scar tissue and bilateral groin exploration with mesh excision for the treatment of postoperative obturator neuralgia, dyspareunia and pelvic pain. Examination showed a band of taut tissue across the mid urethral section of the urethra, which in the office was exquisitely tender which the physician noted could have represented partial retention of mesh. The tissue on the upper portion of the bladder and extending up under the urethra was extremely scarred down and dense and was very difficult to mobilize. Tight bands of scar tissue were released and one bit of scar tissue was resected. No mesh could be recovered from this compartment. The identical dissection was performed on the left side again finding taut scar tissue, which was released. Again, no mesh could be identified despite the dissection going all the way up toward the obturator membrane. The groin dissection was performed and the mesh was identified. The mesh was completely removed. Final pathology diagnosis of the removed mesh included adipose tissue with fibrosis, chronic inflammation, foreign body giant cell reaction and foreign body consistent with mesh. Additional information received on july 5, 2022: on (B)(6)., 2021, the patient presented for a follow-up for pelvic pain vs surgical pain. She reported continued discomfort and sore even after her transvaginal resection of scar tissue and bilateral groin exploration in (B)(6) 2021. She claimed that over-the-counter nsaids no longer worked for her pain and requested for another treatment for which she was prescribed flexeril. She was not sexually active due to pain. On physical exam, transverse scar and bilateral scars in her groin were noted. The physician discussed options such as referral to pain clinic if the pain would continue and physical therapy. The patient was recommended an evaluation by physical therapy as some of this pain could be secondary to surgery. She reported she was on a physical exam through her primary care provider and mammogram. On (B)(6) 2022, the patient reported the following: continued stabbing pains in her vagina and rectum which she rated "10 - worst imaginal pain"; difficulty holding her urine; urinary urgency; incontinence (four times a day, small to large amounts); nocturia four times per night, difficulty starting urine stream; slow stream; dribbling after urination; and wearing moderate protection. Her urinary urgency and incontinence were worse when hearing running water, shower and coming home. She presented to pelvic floor physical therapy with chronic pelvic pain, significant pelvic floor weakness and decreased endurance, moderate ttp (thrombotic thrombocytopenic purpura) and decreased mobility of internal pelvic floor muscles and perineum, decreased scar mobility, pelvic floor bulging with stress (cough), limited lumbar rom (range of motion), tight hip musculature, significant weakness in core, mild weakness in hips, and difficulty with adls (activities of daily living) such as lifting grandchild and difficulty having an intercourse. She reported no increased pain with therax at this time. Pain-free performance of all activities at skilled pt visits and when performing hep (home exercise program) were emphasized. She was advised to continue her original plan of care. Primary function limitation: the patient was unable to hold her 9-month old grandchildren due to pain. Level of function at that time: the patient was having difficulty with increased activity/cleaning, prolonged standing, playing with grandchildren, penetration (internal exams and sexual activity) and sitting on a hard chair. Functional goal: the patient would like to be able to have intercourse with her husband without difficulty during or afterwards. Diagnoses: chronic pelvic pain, perineal pain and dyspareunia. On (B)(6) 2022, the patient reported she had her deposition for the bladder sling the previous week. She had to sit for five hours during it and was burning a lot during and afterwards. After her last session, she felt a little bit better immediately but then regressed on the drive. The patient reported no progress after her four visits. She had improvements in pelvic floor mm strength and endurance. However, she reported continued limitations in high pain levels, high pfiq-7 score, increased resting tension in pelvic floor, weakness in pelvic floor, hips, abdominals, ttp and mobility restrictions, limited hip and lumbar rom, and difficulty with adls such as holding grandson and participating in intercourse with spouse. Overall, she made minimal gains in the past 4 weeks, as high pain levels likely continued to be a limiting factor for both manual therapy and home exercise progression. She was recommended with a follow-up with md for further assessment and pain control. Continuation of therapy pending progress with each session. The physician believed the patient would benefit from continued pt every other week for 2 months to address remaining impairments and return to plof. She should continue to make good progress towards goals. Assessment: upon re-evaluation, the patient tolerated treatment well with moderate complaints of symptoms. She gave good effort with all activities. She was also educated to perform contract/relax pelvic floor for hep. She was also advised to continue to progress functional strengthening and stabilization.

Manufacturer narrative:
Correction to block e1. "Additional attorney for the patient" has been removed. Block e1: this complaint was reported by the patient's lawyer. Implant surgeon: (B)(6) hospital. (B)(6) 2019 mesh removal surgeon: (B)(6), md complete mesh removal surgeon: (B)(6) md. (B)(6) hospital. (B)(6). Block h6: patient codes e1405, e1605, e1906, e1309, e0123, e2326, e2015, e2328, e2330 e2006 and e1715 capture the reportable events of dyspareunia, muscle spasms, candidiasis, urinary retention, neuralgia, chronic inflammation, atrophy, extensive bladder trabeculations, pain, erosion and scar tissue. Impact codes f1903, f2303, f1901 and f1202 capture the reportable events of mesh removal, medical treatments, additional surgeries and patient unable to hold 9-month old grandchildren due to pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system was implanted on may 05, 2006. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on january 12, 2022: the patient was implanted with an obtryx curved single system during a transobturator tape boston scientific curve procedure for the treatment of stress urinary incontinence. Reportedly, the procedure initially helped with incontinence; however, she reported having intermittent pelvic pain that felt like muscle spasms in her vagina and lower abdomen since the procedure. On (B)(6) 2019, the patient presented with pelvic pain, mixed urinary incontinence and atrophic vaginitis. She reported that she was previously on medications for overactive bladder without improvement. She was prescribed with yuvafem for her atrophic vaginitis. On (B)(6) 2019, the patient presented with urinary incontinence, urinary urgency, urinary frequency, nocturia, pelvic pain, levator spams, dyspareunia, vaginal pain, muscle spasms and constipation. Reportedly, she has experienced these since her sling placement surgery. Her urinary incontinence occurs with an urge and got worse after she had an incontinence surgery. Oxybutynin helps a bit with her urinary incontinence. Her pain occurs in the vaginal area bilaterally and radiates to the suprapubic area. The pain worsens with picking up something and improves with propping up legs and being supine. She has vaginal pain with insertion and deep penetration. She uses vaginal estrogen once weekly. She has chronic pain and fibromyalgia. She is mainly affected in her shoulders and feet. Of note, she has had recent falls onto her elbows and fell as she was dismounting from her pickup truck after parking for this appointment. She also fell (B)(6) and had an embolic stroke in 2009. Physical exam revealed vaginal atrophy, pain upon palpation of the arms of the transobturator sling, severe myofascial pain in the levator ani and moderate myofascial pain in the obturator internus, and tenderness to arms of the sling placement in areas of the obturator muscles bilaterally. No prolapse and no mesh erosion were noted. Postvoid residual was 280 ml. The assessment included: urgency/frequency and mixed incontinence for which cystoscopy and urodynamic study was recommended along with decreasing caffeine intake and increasing oxybutynin; nocturia for which decreased caffeine intake and increased dose of oxybutynin was recommended; pelvic pain, levator spasms, and dyspareunia that were noted to be likely multifactorial from global pelvic floor myofascial pain, vaginal atrophy, pain at the sling arms, and severely hypertonic pelvic floor and underlying fibromyalgia for which myofascial pelvic floor physical therapy was recommended; chronic tobacco use which the patient was advised may result in precancerous changes in the bladder and bladder epithelial irritation for which smoking cessation was encouraged; and voiding dysfunction evidenced by an elevated pvr for which urodynamics were recommended. On (B)(6) 2019, the patient had cystoscopy which showed extensive trabeculations of the bladder. Impressions of the urodynamic study included stress incontinence at on 450 ml, normal emptying and normal pvr, no detrusor overactivity (though patient took extended release oxybutynin night prior to testing), normal pelvic floor activity on emg. Urinalysis was negative. The patient was advised to continue oxybutynin at night and add a dose in the morning and consider intra-detrusor botox. The physician noted that they were "not convinced the past sling surgery is the cause for her global pelvic pain" and recommended leaving the sling in place and administering intra-detrusor botox and trigger point injections to the obturator internus muscle. On (B)(6) 2019, the patient presented with increased urinary frequency, high-tone pelvic floor dysfunction and pain. Reportedly, she was unable to have botox due to her elevated pvr. She was then advised to stop taking oxybutynin as it can cause her to have incomplete emptying. On (B)(6) 2019, the patient presented for transobturator tape removal, cystourethroscopy and vaginal trigger point injection for the treatment of urinary retention and female pelvic pain. Prior to the procedure, it was discussed that while the previous implant operative report was never received, the cystoscopy showing significant bladder trabeculations indicated a degree of voiding dysfunction. The physician cautioned that the patient may have persistent vaginal and pelvic pain and may have worsened urinary incontinence after sling removal. Approximately 5cm of the vaginal mesh was removed and 10 ml of exparel was injected into the obturator internus muscles bilaterally. On (B)(6) 2019, the patient presented for bladder evaluation. She reported that has had bladder spasm and dribbling when attempting to empty her bladder. Bladder scan revealed that she was emptying her bladder well. She was then given with flomax. On (B)(6) 2019, the patient presented with vaginal spotting. She reported that since her sling removal, her chronic pelvic pressure has improved. However, she still has pain with prolonged walking and standing. She can only stand for 30 minutes until she starts to have right sided pelvic pain. She is voiding every 2 hours during the day and 3 episodes of nocturia. Her urinary stream has improved with flomax. She has had only one episode of urge incontinence. She is taking flexeril 3x per day. She reports it is improving her right groin tightness. The patient was referred for pelvic floor physical therapy and was to start vaginal valium in 2 weeks and continue flexeril and flomax as needed. On (B)(6) 2020, the patient presented with high-tone pelvic floor dysfunction and abdominal bloating. She reported that since sling removal, she was voiding with ease, her urinary stream had improved, and she denied incomplete bladder emptying. She reported voiding every 2 hours during the day and having one episode of nocturia. The vaginal valium had mildly improved the right groin and vaginal discomfort, and the flexeril also improved the discomfort though it seemed as though her urinary stream was less strong with flexeril. The patient was advised to continue vaginal valium, discontinue flexeril, start pelvic floor physical therapy, and consider botox to the pelvic floor if needed. On (B)(6) 2020, the patient reported right pelvic pain that increased following use of a tens unit at physical therapy. She also reported post-coital pain, continued urinary urge incontinence, and nocturia. Exam revealed levator and obturator internus tenderness (right greater than left) on palpation. Urinalysis was negative. The assessment was urinary incontinence for which she was to restart oxybutynin and institute diet and behavior modification; urinary urgency; high-tone pelvic floor dysfunction for which vaginal valium was refilled and the patient was referred to another provider for further management of chronic pelvic pain; and skin candidiasis for which nystatin was refilled. On (B)(6) 2020, the patient presented with chronic pelvic pain. She reported that the pain was located in her bilateral lower quadrants and was described as spasms (knife like pain) and sharp. It can often radiate to her lower back and down legs at times. Pain is increased with activity, full bladder and the need to have a bowel movement and decreased with vaginal diazepam and rest. She also reported intravaginal pain and pain with intercourse. Exam revealed tenderness to abdominal palpation, increased tone with trigger points present at the levator ani muscles, obturator internus muscles, and deep transverse perinei muscles, and increased tone of the coccygeus muscles. Diagnoses include vaginal atrophy and myofascial pain syndrome (abdominal myofascial pain, pelvic floor tension myalgia) which was assessed as the primary cause for her pain. The patient was then recommended with estrace cream and premarin cream for vaginal atrophy and physical therapy, and vaginal diazepam for myofascial pain. The physician was unable to unable to comment on whether the sling arms could be contributing to the patient's pain as she neither placed nor removed the slings as part of her practice. On (B)(6) 2020 the patient presented with significant right sided inguinal pain that radiates to the right labia, severe back pain, and constant vaginal pain that feels like a "hot poker" in the vagina. She noted that she did not have this pain prior to placement of the transobturator sling. She had mild stress and urge incontinence following the previous excision of a portion of the sling. The patient had not followed up with physical therapy as previously recommended. The physician stated that the 2 to 3 cm of sling arms that likely still reside in the obturator internus muscle are likely not the cause for her current pelvic pain, which is most significant at the perineal body and the levator ani muscles (through which the sling did not traverse). Physical therapy and myofascial trigger point release were recommended, and she was advised to consult whether pelvic floor botox injections could help with the perineal and levator ani spasticity. On (B)(6) 2021, the patient presented with significant urge incontinence and nocturia. She voided 120 ml with a postvoid residual with catheter of 130 ml. Due to this mildly elevated post void residual volume, intradetrusor botulinum toxin injections were not recommended and the patient was advised that her pelvic pain and voiding dysfunction needed to be improved with physical therapy first. Vesicare 5 mg daily was prescribed for urge urinary incontinence symptoms. On (B)(6) 2021, the patient presented for transvaginal resection of scar tissue and bilateral groin exploration with mesh excision for the treatment of postoperative obturator neuralgia, dyspareunia and pelvic pain. Examination showed a band of taut tissue across the mid urethral section of the urethra, which in the office was exquisitely tender which the physician noted could have represented partial retention of mesh. The tissue on the upper portion of the bladder and extending up under the urethra was extremely scarred down and dense and was very difficult to mobilize. Tight bands of scar tissue were released and one bit of scar tissue was resected. No mesh could be recovered from this compartment. The identical dissection was performed on the left side again finding taut scar tissue, which was released. Again, no mesh could be identified despite the dissection going all the way up toward the obturator membrane. The groin dissection was performed and the mesh was identified. The mesh was completely removed. Final pathology diagnosis of the removed mesh included adipose tissue with fibrosis, chronic inflammation, foreign body giant cell reaction and foreign body consistent with mesh. Additional information received on july 5, 2022: on (B)(6) 2021, the patient presented for a follow-up for pelvic pain vs surgical pain. She reported continued discomfort and sore even after her transvaginal resection of scar tissue and bilateral groin exploration in (B)(6) 2021. She claimed that over-the-counter nsaids no longer worked for her pain and requested for another treatment for which she was prescribed flexeril. She was not sexually active due to pain. On physical exam, transverse scar and bilateral scars in her groin were noted. The physician discussed options such as referral to pain clinic if the pain would continue and physical therapy. The patient was recommended an evaluation by physical therapy as some of this pain could be secondary to surgery. She reported she was on a physical exam through her primary care provider and mammogram. On (B)(6) 2022, the patient reported the following: continued stabbing pains in her vagina and rectum which she rated "10 - worst imaginal pain"; difficulty holding her urine; urinary urgency; incontinence (four times a day, small to large amounts); nocturia four times per night, difficulty starting urine stream; slow stream; dribbling after urination; and wearing moderate protection. Her urinary urgency and incontinence were worse when hearing running water, shower and coming home. She presented to pelvic floor physical therapy with chronic pelvic pain, significant pelvic floor weakness and decreased endurance, moderate ttp (thrombotic thrombocytopenic purpura) and decreased mobility of internal pelvic floor muscles and perineum, decreased scar mobility, pelvic floor bulging with stress (cough), limited lumbar rom (range of motion), tight hip musculature, significant weakness in core, mild weakness in hips, and difficulty with adls (activities of daily living) such as lifting grandchild and difficulty having an intercourse. She reported no increased pain with therax at this time. Pain-free performance of all activities at skilled pt visits and when performing hep (home exercise program) were emphasized. She was advised to continue her original plan of care. Primary function limitation: the patient was unable to hold her 9-month old grandchildren due to pain. Level of function at that time: the patient was having difficulty with increased activity/cleaning, prolonged standing, playing with grandchildren, penetration (internal exams and sexual activity) and sitting on a hard chair. Functional goal: the patient would like to be able to have intercourse with her husband without difficulty during or afterwards. Diagnoses: chronic pelvic pain, perineal pain and dyspareunia. On (B)(6) 2022, the patient reported she had her deposition for the bladder sling the previous week. She had to sit for five hours during it and was burning a lot during and afterwards. After her last session, she felt a little bit better immediately but then regressed on the drive. The patient reported no progress after her four visits. She had improvements in pelvic floor mm strength and endurance. However, she reported continued limitations in high pain levels, high pfiq-7 score, increased resting tension in pelvic floor, weakness in pelvic floor, hips, abdominals, ttp and mobility restrictions, limited hip and lumbar rom, and difficulty with adls such as holding grandson and participating in intercourse with spouse. Overall, she made minimal gains in the past 4 weeks, as high pain levels likely continued to be a limiting factor for both manual therapy and home exercise progression. She was recommended with a follow-up with md for further assessment and pain control. Continuation of therapy pending progress with each session. The physician believed the patient would benefit from continued pt every other week for 2 months to address remaining impairments and return to plof. She should continue to make good progress towards goals. Assessment: upon re-evaluation, the patient tolerated treatment well with moderate complaints of symptoms. She gave good effort with all activities. She was also educated to perform contract/relax pelvic floor for hep. She was also advised to continue to progress functional strengthening and stabilization.

Manufacturer narrative:
Additional information: blocks b5, b7, e1 (below) h6: patient and impact codes. Correction to block g2: report source. Block e1: this complaint was reported by the patient's (B)(6). Additional attorney for patient: (B)(6). Implant surgeon: (B)(6). 2019 mesh removal surgeon: (B)(6). Complete mesh removal surgeon: (B)(6). (B)(6) hospital. (B)(6). Block h6: patient codes e1405, e1605, e1906, e1309, e0123, e2326, e2015, e2328, e2330 e2006 and e1715 capture the reportable events of dyspareunia, muscle spasms, candidiasis, urinary retention, neuralgia, chronic inflammation, atrophy, extensive bladder trabeculations, pain, erosion and scar tissue. Impact codes f1903, f2303, f1901 and f1202 capture the reportable events of mesh removal, medical treatments, additional surgeries and patient unable to hold 9-month old grandchildren due to pain. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: this complaint was reported by the patient's lawyer. The implant surgeon is: (B)(6). 2019 mesh removal surgeon: (B)(6). Complete mesh removal surgeon: (B)(6). Block h6: patient codes e1405, e1605, e1906, e1309, e0123, e2326, e2015, e2328, e2330 e2006 and e1715 capture the reportable events of dyspareunia, muscle spasms, candidiasis, urinary retention, neuralgia, chronic inflammation, atrophy, extensive bladder trabeculations, pain, erosion and scar tissue. Impact codes f1903 and f2303 capture the reportable events of mesh removal and medical treatments. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system was implanted on (B)(6) 2006. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. Additional information received on january 12, 2022: the patient was implanted with an obtryx curved single system during a transobturator tape boston scientific curve procedure for the treatment of stress urinary incontinence. Reportedly, the procedure initially helped with incontinence; however, she reported having intermittent pelvic pain that felt like muscle spasms in her vagina and lower abdomen since the procedure. On (B)(6) 2019, the patient presented with pelvic pain, mixed urinary incontinence and atrophic vaginitis. She reported that she was previously on medications for overactive bladder without improvement. She was prescribed with yuvafem for her atrophic vaginitis. On (B)(6) 2019, the patient presented with urinary incontinence, urinary urgency, urinary frequency, nocturia, pelvic pain, levator spams, dyspareunia, vaginal pain, muscle spasms and constipation. Reportedly, she has experienced these since her sling placement surgery. Her urinary incontinence occurs with an urge and got worse after she had an incontinence surgery. Oxybutynin helps a bit with her urinary incontinence. Her pain occurs in the vaginal area bilaterally and radiates to the suprapubic area. The pain worsens with picking up something and improves with propping up legs and being supine. She has vaginal pain with insertion and deep penetration. She uses vaginal estrogen once weekly. She has chronic pain and fibromyalgia. She is mainly affected in her shoulders and feet. Of note, she has had recent falls onto her elbows and fell as she was dismounting from her pickup truck after parking for this appointment. She also fell august 13th and had an embolic stroke in 2009. Physical exam revealed vaginal atrophy, pain upon palpation of the arms of the transobturator sling, severe myofascial pain in the levator ani and moderate myofascial pain in the obturator internus, and tenderness to arms of the sling placement in areas of the obturator muscles bilaterally. No prolapse and no mesh erosion were noted. Postvoid residual was 280 ml. The assessment included: urgency/frequency and mixed incontinence for which cystoscopy and urodynamic study was recommended along with decreasing caffeine intake and increasing oxybutynin; nocturia for which decreased caffeine intake and increased dose of oxybutynin was recommended; pelvic pain, levator spasms, and dyspareunia that were noted to be likely multifactorial from global pelvic floor myofascial pain, vaginal atrophy, pain at the sling arms, and severely hypertonic pelvic floor and underlying fibromyalgia for which myofascial pelvic floor physical therapy was recommended; chronic tobacco use which the patient was advised may result in precancerous changes in the bladder and bladder epithelial irritation for which smoking cessation was encouraged; and voiding dysfunction evidenced by an elevated pvr for which urodynamics were recommended. On (B)(6) 2019, the patient had cystoscopy which showed extensive trabeculations of the bladder. Impressions of the urodynamic study included stress incontinence at on 450 ml, normal emptying and normal pvr, no detrusor overactivity (though patient took extended release oxybutynin night prior to testing), normal pelvic floor activity on emg. Urinalysis was negative. The patient was advised to continue oxybutynin at night and add a dose in the morning and consider intra-detrusor botox. The physician noted that they were "not convinced the past sling surgery is the cause for her global pelvic pain" and recommended leaving the sling in place and administering intra-detrusor botox and trigger point injections to the obturator internus muscle. On (B)(6) 2019, the patient presented with increased urinary frequency, high-tone pelvic floor dysfunction and pain. Reportedly, she was unable to have botox due to her elevated pvr. She was then advised to stop taking oxybutynin as it can cause her to have incomplete emptying. On (B)(6) 2019, the patient presented for transobturator tape removal, cystourethroscopy and vaginal trigger point injection for the treatment of urinary retention and female pelvic pain. Prior to the procedure, it was discussed that while the previous implant operative report was never received, the cystoscopy showing significant bladder trabeculations indicated a degree of voiding dysfunction. The physician cautioned that the patient may have persistent vaginal and pelvic pain and may have worsened urinary incontinence after sling removal. Approximately 5cm of the vaginal mesh was removed and 10 ml of exparel was injected into the obturator internus muscles bilaterally. On (B)(6) 2019, the patient presented for bladder evaluation. She reported that has had bladder spasm and dribbling when attempting to empty her bladder. Bladder scan revealed that she was emptying her bladder well. She was then given with flomax. On (B)(6) 2019, the patient presented with vaginal spotting. She reported that since her sling removal, her chronic pelvic pressure has improved. However, she still has pain with prolonged walking and standing. She can only stand for 30 minutes until she starts to have right sided pelvic pain. She is voiding every 2 hours during the day and 3 episodes of nocturia. Her urinary stream has improved with flomax. She has had only one episode of urge incontinence. She is taking flexeril 3x per day. She reports it is improving her right groin tightness. The patient was referred for pelvic floor physical therapy and was to start vaginal valium in 2 weeks and continue flexeril and flomax as needed. On (B)(6) 2020, the patient presented with high-tone pelvic floor dysfunction and abdominal bloating. She reported that since sling removal, she was voiding with ease, her urinary stream had improved, and she denied incomplete bladder emptying. She reported voiding every 2 hours during the day and having one episode of nocturia. The vaginal valium had mildly improved the right groin and vaginal discomfort, and the flexeril also improved the discomfort though it seemed as though her urinary stream was less strong with flexeril. The patient was advised to continue vaginal valium, discontinue flexeril, start pelvic floor physical therapy, and consider botox to the pelvic floor if needed. On (B)(6) 2020, the patient reported right pelvic pain that increased following use of a tens unit at physical therapy. She also reported post-coital pain, continued urinary urge incontinence, and nocturia. Exam revealed levator and obturator internus tenderness (right greater than left) on palpation. Urinalysis was negative. The assessment was urinary incontinence for which she was to restart oxybutynin and institute diet and behavior modification; urinary urgency; high-tone pelvic floor dysfunction for which vaginal valium was refilled and the patient was referred to another provider for further management of chronic pelvic pain; and skin candidiasis for which nystatin was refilled. On (B)(6) 2020, the patient presented with chronic pelvic pain. She reported that the pain was located in her bilateral lower quadrants and was described as spasms (knife like pain) and sharp. It can often radiate to her lower back and down legs at times. Pain is increased with activity, full bladder and the need to have a bowel movement and decreased with vaginal diazepam and rest. She also reported intravaginal pain and pain with intercourse. Exam revealed tenderness to abdominal palpation, increased tone with trigger points present at the levator ani muscles, obturator internus muscles, and deep transverse perinei muscles, and increased tone of the coccygeus muscles. Diagnoses include vaginal atrophy and myofascial pain syndrome (abdominal myofascial pain, pelvic floor tension myalgia) which was assessed as the primary cause for her pain. The patient was then recommended with estrace cream and premarin cream for vaginal atrophy and physical therapy, and vaginal diazepam for myofascial pain. The physician was unable to unable to comment on whether the sling arms could be contributing to the patient's pain as she neither placed nor removed the slings as part of her practice. On (B)(6) 2020 the patient presented with significant right sided inguinal pain that radiates to the right labia, severe back pain, and constant vaginal pain that feels like a "hot poker" in the vagina. She noted that she did not have this pain prior to placement of the transobturator sling. She had mild stress and urge incontinence following the previous excision of a portion of the sling. The patient had not followed up with physical therapy as previously recommended. The physician stated that the 2 to 3 cm of sling arms that likely still reside in the obturator internus muscle are likely not the cause for her current pelvic pain, which is most significant at the perineal body and the levator ani muscles (through which the sling did not traverse). Physical therapy and myofascial trigger point release were recommended, and she was advised to consult whether pelvic floor botox injections could help with the perineal and levator ani spasticity. On (B)(6) 2021, the patient presented with significant urge incontinence and nocturia. She voided 120 ml with a postvoid residual with catheter of 130 ml. Due to this mildly elevated post void residual volume, intradetrusor botulinum toxin injections were not recommended and the patient was advised that her pelvic pain and voiding dysfunction needed to be improved with physical therapy first. Vesicare 5 mg daily was prescribed for urge urinary incontinence symptoms. On (B)(6) 2021, the patient presented for transvaginal resection of scar tissue and bilateral groin exploration with mesh excision for the treatment of postoperative obturator neuralgia, dyspareunia and pelvic pain. Examination showed a band of taut tissue across the mid urethral section of the urethra, which in the office was exquisitely tender which the physician noted could have represented partial retention of mesh. The tissue on the upper portion of the bladder and extending up under the urethra was extremely scarred down and dense and was very difficult to mobilize. Tight bands of scar tissue were released and one bit of scar tissue was resected. No mesh could be recovered from this compartment. The identical dissection was performed on the left side again finding taut scar tissue, which was released. Again, no mesh could be identified despite the dissection going all the way up toward the obturator membrane. The groin dissection was performed and the mesh was identified. The mesh was completely removed. Final pathology diagnosis of the removed mesh included adipose tissue with fibrosis, chronic inflammation, foreign body giant cell reaction and foreign body consistent with mesh.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2006 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system was implanted on (B)(6) 2006. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.